Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was completely stenosed and located in the mid superficial femoral artery. During atherectomy treatment, the oad lost power multiple times. Following atherectomy and balloon angioplasty, imaging was performed and a flow limiting dissection was noted. A stent was placed to resolve the dissection and the patient was in stable condition following the procedure.